Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap prostatectomy, the handle was released but the jaws failed to open. The surgeon was unable to remove the device from the vessel and then had to cut off the device with the harmonic ace. No patient consequences were reported.